Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported the infusion sets leaked insulin on 3 separate occasions over the past couple of months. Blood glucose elevated above 500 mg/dl and normal blood glucose is 100 mg/dl. Nothing unusual occurred during preparation or insertion of the infusion set. He noticed insulin was leaking because his shirt was wet. Patient does not know how long the infusion set had been in use. Headsets were inserted manually, and the infusion cannulas were not bent or kinked. Alleged infusion sets were discarded, and no product was requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue.